Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer receive multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was over 500 mg/dl and although not tested, the customer thought ketones were present. After changing the pump's supplies, the bg level returned to target level. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined.